Manufacturer narrative:
The customer¿s report of a tear in the pump segment which resulted in a leak was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed no crush mark to the upper blue fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they noticed a slight tear on the pumping segment of the tubing that caused it to leak an unspecified solution inside of the pump. There was no patient harm.